Event description:
During a t&a (tonsilectomy), the physician attempted to suture a bleeder when the needle broke into two pieces. The tip of the needle, the larger piece became embedded in the tonsil fossa and fluoroscopy had to be utilized in order to visualize and retrieve it.